Manufacturer narrative:
Ethnicity and race: information was asked but was not provided. Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted and removed by the doctor due to a crack in the haptic; iol was replaced with a back-up lens with the same model and diopter size. There was no harm to the patient. Through follow-up, additional information was received confirming no unplanned incision enlargement and no suture(s) required. Patient outcome post-procedure was reported as successful, with no complications, and it took a little bit longer than scheduled. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 28-sep-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.